Event description:
The customer reported that their device powered itself off multiple times while monitoring a patient. There was no further information on the reported event. There was no report of any adverse effect caused to the patient as a result of the reported failure.

Manufacturer narrative:
The physio-control service representative evaluated the device but he could not verify the reported failure. He disassembled the device and checked all connectors, which were all found to be functioning properly. Proper operation was confirmed by functional and performance testing before the unit was returned to the customer for use.a cause of the reported event could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.